Manufacturer narrative:
On october 17, 2007, the drill involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the saw performed within specifications.

Event description:
The sales rep reported the drill was leaking during a procedure, but they continued to use the drill during the procedure. There were no reports of any adverse patient event associated with this alleged malfunction.